Manufacturer narrative:
Although the complainant indicated that the suspect device will be returned for evaluation, the device has not been received. Therefore, a failure analysis is not available; the relationship between the device and the event is undetermined. A device history record review and product family complaint trend review are in progress; results will be provided in a follow-up medwatch report.

Event description:
On aug. 6, 2007, it was reported to boston scientific corporation that a procedure to place a pull method enteral feeding device was performed (male patient. According to the complainant, the "head (loop) of the snare broke off inside the patient's stomach" as the peg (percutaneous endoscopic gastrostomy) device was being placed. It was reported that the physician used a snare (product and MFR unk) to retrieve the detached snare loop. No patient complications were reported due to the reported event.